Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported by a manufacturer representative (rep) that during the operation, the lead was found to be broken. A new lead was replaced on the same day to complete the surgery. Issue resolved. Further information was received. It was reported that after the lead was replaced during the second stage of surgery, the stimulator had been implanted and was under observation. It was not ruled out that the stimulator would need to be replaced later.